Manufacturer narrative:
For the reported event, a ge healthcare service representative performed a checkout of the equipment and confirmed the reported event. The flow sensor was replaced to resolve the reported issue.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model 1011-9000-000 anesthesia gas machine was not able to mechanically ventilate and the mylar flap of both of the flow sensor was stuck to the top of the flow sensor. The report was received from a single source. The reported event did not involve a patient.